Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped2 pipeline, phenom plus catheter, and phenom 27 catheter had enhancing brain lesions. The event required a new hospitalization on (B)(6) 2024. Treated with surgical procedure. The event is not recovered. The patient was originally treated for an aneurysm in the right internal carotid artery (ica), c7 segment. Aneurysm morphology: saccular. Maximum aneurysm diameter: 7.3mm. Aneurysm dome height: 6.2mm. Aneurysm dome width: 6.8mm. Aneurysm neck size: 2.4mm. Parent artery diameter distal to aneurysm: 3.5mm. Parent artery diameter proximal to aneurysm: 4.4mm. Complete stasis at the end of the procedure.

Event description:
Additional information received reported that the patient was discharged 1 day post index procedure. However, return on the date of discharge with numbness/tingling of left hand and diagnosed with tia. Imaging was negative for intracranial acute findings. Nihss 0 and symptoms resolved same day. Discharged home in good condition. No symptoms were reported related to the brain lesion. Imaging findings recommended MRI brain w/wo and CT chest, abdomen and pelvis. Patient was admitted to hospital from (B)(6) 2024. Right frontal burr hole for open brain biopsy on (B)(6) 2024. Indeterminate on frozen section of biopsy. Possible brain tumor. Pending biopsy results from pathology. Source document states the stented portion of the right ica is sub optimally evaluated due to metallic artifact, although likely the patent. Multiple sub centimeter foci of enhancement throughout the right was noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved reported differential diagnosis includes infection and neoplasm. Device causality can¿t be excluded given the biopsy results (corynebacterium) and lesions confined to ipsilateral hemisphere.